Manufacturer narrative:
07-aug-2019 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Consumer contacted via chat and explained that the toothbrush head became detached from the main part of the head, the neck; during use it became detached and she stopped brushing to inspect and then it came off completely. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via chat and explained that the toothbrush head became detached from the main part of the head, the neck; during use it became detached and she stopped brushing to inspect and then it came off completely. No injury was reported.